Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) lead exhibited noise oversensing which was addressed by programming changes. The patient's right ventricular (rv) lead also exhibited noise oversensing that caused pacing inhibition. No intervention was performed. Patient had no consequences.